Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure of the right leg gvs. During the laser treatment, the treating physician exceeded the warning mark to withdraw the sheath and the sheath was burned, leaving a portion of the sheath retained in patient's treated vein. The fractured piece was successfully removed from the patient via a cutdown. There was no permanent harm or injury to the patient due to this event. It was reported the defective disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the sheath fracturing inside the pt could not be confirmed as the sample was not returned for evaluation. A definitive root cause for the reported complaint description cannot be determined. The most likely root cause is due to the user continuing to ablate during the withdrawal of the fiber. If this occurred then it is possible for the sheath material to melt and fracture. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. During the mfg process and prior to packaging, the dilator/sheath introducer are inspected and the dilator/sheath introducer is packaged in a shipping tube to prevent damage. The instructions for use, which is supplied to the end user with this catalog number states: "prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage. Also stated in the IFU: "cease operating the laser by removing foot from foot pedal when the fiber tip is 2-3cm from the access site as indicated by markers on the shaft of the fiber. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. Complaint # (B)(4).